Manufacturer narrative:
Failure analysis noted that the pump had no button response due to moisture damage at the electronic assembly. The pump had moisture damage at the motor assembly. (B)(4).

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 65 mg/dl at the time of incident. The customer's sister stated that the pump got wet when he was accidently pushed into the pool. She stated that the buttons were not working. The customer's sister stated that the customer treated with something that had sugar in it. They were advised to disconnect from the insulin pump and revert to back-up plan. They were advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.